Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the trek rx global instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion in the heavily calcified, mildly tortuous, 90% stenosed mid right coronary artery. A 3.0x15mm trek rx balloon dilatation catheter (bdc) was prepped and soaked in saline prior to use. No resistance was met when the protective sheath was removed. The 3.0x15mm trek rx bdc was advanced against resistance with the anatomy to successfully cross the lesion. When the 3.0x15mm trek rx bdc was dilated at 8 atmospheres for 10 seconds on the first inflation, the balloon ruptured. During removal of the 3.0x15mm trek rx bdc there was resistance with the patient anatomy. The procedure was completed with an unspecified bdc and a non-abbott stent delivery system was used to successfully implant a non-abbott stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.